Event description:
It was reported that the patient experienced discomfort and felt symptomatic with ventricular pacing. It was also noted that the atrium was not capturing. Atrial output was increased, and capture was regained. At the time of the pulse generator changeout, loss of capture and patient discomfort could not be reproduced. The leads functioned appropriately with the new pulse generator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.